Manufacturer narrative:
D4 primary UDI number corrected. D4 model no. Corrected.

Event description:
It was reported that there was a malfunction during pre-use checkout resulting in potential unit shut down. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The power management board was realigned to resolve the issue. Block a: patient information could not be obtained due to country privacy laws.â â  block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The power management board was realigned to resolve the issue.